Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter. Unit was able to charge properly. After removing device from charger, the green led flashed properly. After the test plug was installed the led flashed properly. No led anomalies were noted. However, unit failed to communicate and sync during rf association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly.

Event description:
Medtronic received information that led anomaly, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.